Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net, a false tachycardia episode demonstrating post sensed t-wave oversensing was observed. Programming changes were discussed and the patient is currently stable. The physician elected to monitor the patient.